Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was 'settings not available' message. The message started in the last couple of days. The message came up on all the groups. Pt confirmed the implant was fully charged. Patient had no falls or trauma. Reviewed the meaning of the message. Redirected to their doctor. Additional information was received from the manufacturer representative (rep). It was reported that the rep reiterated the oor/settings not available message. Impedance check showed electrodes 13,14,15 >31,000. Able to reprogram for coverage around these electrodes. The issue is ongoing.